Manufacturer narrative:
A ge healthcare biomed performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was cleaned and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported that the unit would not switch to bag mode. There was no report of patient involvement.